Manufacturer narrative:
The insulin pump alarmed an error during basic occlusion test due to loose/protruded drive support disk. No unexpected reset or count up noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump alarmed an error. The customer stated that they were rewinding the device and the screen displayed a message stating pre set and then the numbers started counting one through seven. The customer's blood glucose was 169 mg/dl. The customer stated that the device was neither dropped nor bumped. The drive support cap was recessed. The discontinuation of the device was advised. The customer stated that they did not have a back up plan, so they were advised to go to the emergency room. Nothing further was reported.